Manufacturer narrative:
(B)(4). Physio-control advised the customer that the device is not serviceable and no longer under warranty. Physio recommended that the customer purchase a replacement device. It was later confirmed by the customer that they had removed the device from service and are going to purchase a replacement. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer contacted physio-control to report that their device was not powering on when the on/off button was pressed. There was no patient use associated with the reported event.